Event description:
The customer reported the system produced x-ray without command related to a sticky handswitch.

Manufacturer narrative:
A ge rep evaluated the system and replaced the handswitch. The system operates as intended.